Manufacturer narrative:
Per the clinic, a revision was performed to repair the extrusion on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator (date not reported). Revision surgery is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on 20 may, 2020.

Manufacturer narrative:
It was reported that the patient experienced infection at implant site which was treated with antibiotics. The issue could not be resolved resulting in explant of the device on (B)(6) 2020. This report is submitted on 16 april 2020.